Event description:
It was reported that a home patient (hp) experienced a connection issue between the transfer set and the titanium adapter on the homechoice (hc) device. Although there was patient involvement, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a connection issue between the transfer set and the titanium adapter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, the reported problem could not be verified and its cause unknown. Should additional relevant information become available, a supplemental report will be submitted.